Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
"In the course of an operation on (B)(6) 2022 at the (B)(6), a gamma nail manufactured by you was inserted in our insured. On (B)(6) 2022, a revision surgery became necessary due to the broken gamma nail. Due to the defective product, costs were incurred by the (B)(6)."